Event description:
During a planned maintenance visit, ge service rep noted that the audible portion of the alarms was not functional. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.